Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad and one endeavor sprint rx drug-eluting stent implanted to the 1st diagonal branch. The following day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 9612164-2011-01760, 9612164-2011-01761, 9612164-2011-01762).

Manufacturer narrative:
Concomitant medical products: lipid lowering drugs, clopidogrel and asa. Continued (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).